Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on 10-aug-2023 after the tracheal intubation was removed the patient was unable to cough up the phlegm, had shortness of breath and decreased peripheral blood oxygen saturation. Nasotracheal intubation was successful under the guidance of a fiberoptic bronchoscope. Afterwards there was a sound of air leakage that could be heard and there was a big difference between the inhaled and exhaled tidal volumes of the ventilator. The tracheal tube was immediately pulled out and replaced with a new tracheal tube.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.